Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently provided an incomplete event description.

Event description:
Further information was received indicating that high impedance was discovered on (B)(6) 2016. The device was then switched off. It was reported that the patient had a bike accident 2 months before high impedance was discovered. Review of manufacturing records confirmed all tests passed for the concerned lead prior to distribution.

Event description:
It was reported that high impedance (= 10.000 ohms) was observed on vns patient's system. It was reported that the patient's device was replaced one year ago, so the battery of the newly generator is not depleted yet. It was reported that x-rays were taken but they were not provided to the manufacturer for review to date. It was suggested to the physician to switch the patient's device off. No known surgical interventions have been performed to date. Attempts to obtain additional information are underway.

Event description:
Further information was received indicating that high impedance was discovered on (B)(6) 2016. The device was then switched off. It was reported that the patient had a bike accident 2 months before high impedance was discovered.